Event description:
It was reported that, "dr (B)(6) was final tightening, using the final tightener and noticed that he could not get the arrows to match. He inspected the screw and found the head to be separated from the thread. The screw was placed in s1. He had to remove two blockers, rod and the broken screw and replaced the screws."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the tulip head was returned separated from the screw shaft. The imprint on the bone screw is large and deep showing that the screw could have been over-loaded during tightening. The imprint is situated on the boarder of the cylindrical tip suggesting that the screw was implanted with close to maximal angulation. Mfg record review: no discrepancies noted. (B)(4); multiple tightening and extreme loads or overload applied to the screw. Risk assessment: removing and replacing the screw delayed the surgical procedure by 20 minutes. Conclusion: based on the inspection of the returned product, this disassembly is suggestive of extreme load applied on the screw during tightening with potential cantilever between the bone-screw and tulip allowing the bone-screw to pass through it's tulip.